Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted.

Event description:
Customer's spouse reported via phone call that the customer had issue with buttons of insulin pump. The customer's blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was trying to set the insulin pump up and noticed that the buttons were hard to press. Customer states the time was advance. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is 4-apr-2019.